Manufacturer narrative:
The subject devices were discarded by the user facility and not returned to omsc for investigation. The exact cause of the user's experience could not be conclusively determined. As the result of checking the MFR record of the same lot, nothing abnormal detected. The device instruction manual has warned users that "do not pull the slider quickly. This will open and close the clip". "Do not move the slider when extending the clip from the tube sheath. Otherwise, excessive force will be exerted on the clip and the clip will be closed or detached from the instrument". A supplemental report will be submitted, if additional and significant info becomes available at a later time. This report is being submitted as a medical device report in an abundance of caution. Please cross ref.: 8010047-2014-00061/00066/00067/00068.

Event description:
Olympus medical system corp. (Omsc) was informed that during unidentified procedure customer opened a pack and all 5 clips did not open. There was no report of pt injury regarding this report.